Event description:
It was reported that (1) device was used during a low anterior resection for rectal cancer. It was reported by the affiliate that the surgeon was doing a double stapling technique and the cdh29 instrument cut without stapling, causing contamination of the pelvic cavity by the rectal contents. Due to the failure of the instrument, the surgeon had to spend another (5) hrs cleaning the pelvic cavity for fear of cancer spreading. The surgeon reanastomosis colon rectal stump by suturing.